Manufacturer narrative:
One opened/used enlite sensor was evaluated and bicarbonate buffer test was performed and it passed per specification with accurate readings.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 200 mg/dl and sensor reading was 82 mg/dl. Troubleshooting was performed and customer was advised to change out the sensor. It was also noted on the carelink the threshold suspends activated during the night. Customer agreed to return the sensor for analysis.